Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently shipping from (B)(6) to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump delivers too slowly: according to the ward, the pump delivers slower than the rate set in the pump.